Manufacturer narrative:
P-cap, reservoir locks properly into place. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. Unit unable to verify failed battery test, perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm and found some moisture inside the battery compartment, also noticed hairline crack on the battery side. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.